Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that plenty of calculi were observed two weeks after the ureteral stent was placed.

Manufacturer narrative:
The reported event is confirmed as supplier design. No physical sample was returned, however, a photo and three video samples were submitted. The 14 second video clip showed imagery from a monitor revealing calculi completely covering one end of the pigtail on the stent within the patient's body. The photo snippet of that 14 second clip also showed the calculi covering the pigtail on the stent. The 24 and 20 second video clips showed a thick layer of calculi along the surface of the stent from the pigtail within the patient's body. The inlay optima ureteral stent instructions for use,includes stent encrustation as a potential complication associated with retrograde/antegrade positioning of indwelling ureteral stents. The user manual also provides instructions to check for signs of encrustation periodically. Potential root cause for this event is, "material selection". The device history record review was not required as the reported event is confirmed as supplier design related. Labelling review was not required as a review of the label could not have prevented the reported event. The actual/suspected device was inspected.

Event description:
It was reported that plenty of calculi were observed two weeks after the ureteral stent was placed.